Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) monitor involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not reproduce the customer reported complaint. However, the error/fault was confirmed via error logs/system logs. When in-house fa reviewed the system logs, there were several errors 121 with p1 value 2 which meant a console hrsv internal backlight alarm is set. The alarm is set after 5 continuous minutes of not being able to maintain the desired brightness level on the right monitor. The monitor was installed in the printer circuit assembly (pca) system and the system started up without any errors; in house fa performed 10 power cycles without any issues. The system booted up fine in normal mode and idled for 10 minutes without issues. Intuitive surgical, inc. (Isi) received the personality module surgeon console (pmsc) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. In-house fa installed pmsc into pca system and found no video in the right eye. Fa performed visual inspection and found damaged ports.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found the high resolution stereo viewer (hrsv) right monitor was not working, and no signal was noted. When right monitor of the hrsv was changed, the signal was coming but the image was intermittently coming and getting off after 10 -15 minutes. The fse replaced the personality module surgeon console (pmsc) to resolve this issue. The system was tested and verified as ready for use. Isi has requested the hrsv monitor involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. Isi has requested the pmsc involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system sh1227. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the right vision of the ssc 1 was lost. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the right vision of the surgeon side console (ssc 1) lost. The customer restarted the system and confirmed both vision present in vision side cart (vsc) touchscreen. An intuitive surgical, inc. (Isi) technical support engineer (tse) suggested the customer to hard power cycle, but the issue persisted. The tse informed the customer that surgeon console monitor was defective. The surgeon continued with single vision. The procedure was completed with no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the reported issue occurred during procedure. The system functionality was checked upon powering on the system. The customer hard power cycled the system but the issue persisted. The issue was not resolved the surgeon managed with single vision. The procedure was completed with no report of patient injury.